Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore by the physician: the patient presented for treatment of an occluded sfa. Using a .035 180cm glide wire the gore® viabahn® endoprosthesis was advanced through the calcified vessel to the target area. Deployment of the device began and, according to the doctor, approximately 2cm of the device expanded at the distal end when the deployment line broke. The doctor reported no further expansion could be obtained so the device was removed without any difficulties. The doctor stated to gore that there were no injuries to the patient. The device was discarded at the hospital.